Manufacturer narrative:
(B)(4). Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback exchangeable orbital atherectomy device (oad) was used to treat lesions in the tibioperoneal trunk and the superficial femoral artery via femoral access. The aorto-iliac bifurcation was very acute in angulation, and the common iliac arteries were heavily calcified and tortuous. The oad was pulled back through the guide catheter, and the driveshaft fractured. The fragment was snared via additional access in the right common femoral artery. The procedure was then completed using the new access point.

Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were received at csi for analysis. The guide wire was engaged in the oad. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. Scanning electron microscopy analysis revealed the driveshaft fractured due to fatigue. The damage is consistent with localized, elevated stress levels applied to the driveshaft while spinning. The report that the driveshaft fractured was confirmed though analysis, but the exact root cause of the fracture could not be determined. The report that the oad became stuck in an accessory could not be confirmed through analysis; there were no abnormalities identified that would have contributed to the device becoming stuck in an accessory. The device functioned as intended during testing.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).